Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. The customer's blood glucose was 440 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. Customer reported that the incorrect reservoir size was sent during priming process insulin would not come out. The customer stated that they had to change the infusion set. The customer declined troubleshooting. The insulin pump will be not returned for analysis.